Manufacturer narrative:
Investigation of the reported event is pending.

Event description:
It was reported that during perfusion, the device entered low reservoir mode. One inch of perfusate was noted to be collecting in the bottom of the liver bowl. A kink in the recirculation tubing was noted. Albumin was added to the reservoir which quickly exited. Troubleshooting was unsuccessful in resolving the kink in the tubing. The team attempted to cut off the piece of kinked tubing to bypass it without success. The possibility of using a new disposable set was discussed, however, the site noted that it would take too long to obtain blood. Ultimately, due to the prolonged warm ischemic time, the liver was discarded. Medwatch form received indicates that following recovery, that the device had a malfunction that rendered the liver non-transplantable.

Manufacturer narrative:
Investigation of the reported event is pending.

Event description:
It was reported that during perfusion, the device entered low reservoir mode. One inch of perfusate was noted to be collecting in the bottom of the liver bowl. A kink in the recirculation tubing was noted. Albumin was added to the reservoir which quickly exited. Troubleshooting was unsuccessful in resolving the kink in the tubing. The team attempted to cut off the piece of kinked tubing to bypass it without success. The possibility of using a new disposable set was discussed, however, the site noted that it would take too long to obtain blood. Ultimately, due to the prolonged warm ischemic time, the liver was discarded.